Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported that the keypad has been intermittently responding and the 'ok' button is sticking and hard to press. The pt denies tears or peeling of the keypad.